Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a roux-en-y procedure, the dissector was inserted through a trocar and the active blade disengaged into the pt cavity after the first activation. The piece was retrieved from the pt cavity. There was no reported pt injury.